Event description:
Plum pump was reportedly programmed by nurse to infuse IV immunoglobulin (1000cc bottle) at 500cc/hour for two hours. The pump ran the medication in one hour. No harm to patient or side effects noted. Facility biomed performed a flow test and could not recreate the same scenario. There was no history provided by the pump to verify what information the nurse had programmed in.